Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a suspected micro-perforation which caused the patient to experience pain. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a suspected micro-perforation which caused the patient to experience pain. The lead was returned. No additional adverse patient effects were reported.